Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor stains under distal cover glass. There was no patient involvement. This inquiry was reopened and escalated as complaint according to the available information on the inquiry under datasweep non-conformance. (Karc/495710/01-aug-2024).

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: minor stains under distal cover glass. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.